Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient's battery had depleted. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller displayed the elective replacement indicator (eri) message. The device is providing therapy.